Event description:
The customer has reported that the control module is showing the cutter mechanism moving and the actual system is not allowing the cutter to move. The customer has gone through three probes. The customer is re-scheduling the breast biopsy. There was no reported patient consequence.

Manufacturer narrative:
Eval summary: the unit was returned to the analysis site due to the control module is showing the cutter mechanism moving and the actual system is not allowing the cutter to move. The analysis site confirmed the customer complaint and per the service manual performed service tests and found the drive shaft and bushing is locking up causing the 21 link ladder chain to break off and cause the cutter to not move forward when the forward button was pushed. The analysis site replaced the bushings, drive shaft, and the 21 link ladder chain to correct the customer complaint. The device history record has been reviewed and has passed qa inspection.